Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples were not closing properly. There was no patient injury.